Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient¿s cgm was reading "low mg/dl" and he was experiencing fatigue, excessive thirst, and frequent urination. The patient¿s wife drove him to the emergency room (ER). Upon arrival, the patient¿s blood glucose (bg) meter reading was 600 mg/dl, while the cgm continued to read "low mg/dl." The patient was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous (IV) fluids and injectable potassium chloride. It was also noted that the patient was dehydrated. After a few hours, the patient¿s bg meter reading was tested again and was 400 mg/dl. The patient remained in the ER for approximately 12 hours before being admitted to a hospital room. On (B)(6) 2025, the patient was transferred to a hospital room and continued to receive IV fluids. A chest x-ray was performed, and the results were negative. The patient was discharged on (B)(6)2025 with prescriptions for a novolog insulin pen and a toujeo insulin pen. At the time of discharge, the patient reported "feeling better." Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid when checked in the ER on (B)(6)2025. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when bg was checked after a few hours. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis